Event description:
Information received from the article: johnson et al. Optic pathway infarct after onyx hd 500 aneurysm embolization: visual pathway ischemia from superior hypophyseal artery occlusion. J neurointervent surg 2014;6:e47. Treatment of an incidentally discovered small wide necked aneurysm measuring 7mm located in the superior hypophyseal segment of the left ica (internal carotid artery). The patient was given dual antiplatelet therapy. Post off-label procedure, it was reported, the patient experienced a right incongruous homonymous hemianopia, and MRI (magnetic resonance imaging) revealed an infarct of the ipsilateral optic chiasm/tract but no evidence of aneurysm mass effect or embolic cortical infarcts. The optic pathway ischemia is believed to be secondary to onyx penetration and occlusion of an sha (superior hypophyseal artery) branch near the aneurysm neck. Of note, the patient described in this report was treated prior to the widespread availability of flow diverting stents in the USA. In conclusion to the article, caution is advised when using liquid embolic agents to treat sha aneurysms as sha occlusion may lead to visual deficits. Onyx embolization of sha aneurysms or other aneurysms near small critical arteries should be avoided and alternative treatment techniques pursued.

Manufacturer narrative:
The report was created to capture the post procedure complication that occurred for the patient. All the information was received from the article: johnson et al. Optic pathway infarct after onyx hd 500 aneurysm embolization: visual pathway ischemia from superior hypophyseal artery occlusion. J neurointervent surg 2014;6:e47. (B)(4).